Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel. Electrode belt (B)(4) was returned and evaluated at the distributor. The reported problem (warm therapy electrodes) was unable to be confirmed. There was no indication of damage to the belt or device malfunction that would have caused the reported problem.

Event description:
A us distributor reported that the patient was experiencing a skin irritation under the therapy electrodes. The area was described as burn-like marks. The patient also reported that the therapy electrodes occasionally feel warm. The patient's electrode belt was returned and found to be fully functional. The patient's doctor recommended that the patient used hydrocortisone cream to treat the irritation. During a follow-up, the patient indicated that the irritation had improved.